Event description:
Clinic notes dated (B)(6) 2014 note that the patient feels that the intensity of her seizures are worse despite the increase in vimpat. It is unknown if the increase in intensity is above pre-vns baseline frequency. Clinic notes dated (B)(6) 2014 note that the patient's mother feels that over the last week or so there has been slightly less seizure activity. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s increase in seizure intensity was believed to be due to medication changes. The patient¿s device was functioning as intended and unrelated to the change in seizure intensity.